Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and persistent pelvic pain/ persistent pelvic pain/ pain and suffering/ chronic pain"), endometrial ablation ("endometrial ablation"), bipolar disorder ("worsening of my bi-polar disorder") and inflammatory bowel disease ("ibs (inflammatory bowel syndrome)") in a 23-year-old female patient who had essure (batch no. Unknown) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation in (B)(6) 2009, cholecystectomy in (B)(6) 2012, tonsillotomy in (B)(6) 2013, gravida ii and parity 2 (live births: (B)(6) 2004 and (B)(6) 2007). Previously administered products included for an unreported indication: birth control pills/rtho tri-cyclen from 2004 to 2006. Concurrent conditions included fibromyalgia and bipolar disorder. Concomitant products included lorazepam (ativan) for anxiety, aripiprazole (abilify), lithium, quetiapine (seroquel) and ziprasidone hydrochloride (geodon) for bipolar disorder, famotidine (pepcid) for chest pain, fluoxetine hydrochloride (prozac) for depression, duloxetine hydrochloride (cymbalta) and escitalopram oxalate (lexapro) for depression and fibromyalgia, magnesium, milnacipran hydrochloride and pregabalin (lyrica) for fibromyalgia, estradiol and estrogens conjugated (premarin) for menopausal symptoms, gabapentin (neurontin), tramadol hydrochloride (ultram) and vicodin (lortab) for pain, clonazepam (klonopin) for pain nerve, ropinirole hydrochloride (requip) for restless leg syndrome, lasix-k (lasikal) and potassium for swelling nos and cyanocobalamin-tannin complex (b12) for vitamin b12 decreased. In 2008, the patient experienced contusion ("unexplained bruises"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), inflammatory bowel disease (seriousness criterion medically significant), fibromyalgia ("worsening of my fibromyalgia"), depression ("depression"), myalgia ("chronic and persistent muscular pain"), muscle fatigue ("chronic muscle fatigue"), anxiety ("anxiety/ mental anguish"), fatigue ("chronic fatigue"), carpal tunnel syndrome ("carpal tunnel in both hands"), restless legs syndrome ("restless legs syndrome"), migraine ("migraines"), agoraphobia ("agoraphobia"), dental caries ("dental decay"), feeling abnormal ("brain fog"), endometriosis ("endometriosis"), headache ("head pain"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain"), pain in extremity ("arms pain/ hands pain/ leg pain"), arthralgia ("elbows pain/ wrist pain/ knees pain/ ankles pain"), back pain ("back pain"), pain ("my whole body is in pain. I can only describe the pain as persistent, numbing, sharp, tingling") and allergy to metals ("hypersensitivity reaction to nickel or any other component of essure") with rash and blister. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), tooth loss ("tooth are falling out"), memory impairment ("hard time remembering") and disturbance in attention ("hard time concentrating/focusing"). The patient was treated with surgery (fallopian tube removal in (B)(6) 2014 and hysterectomy in (B)(6) 2014), surgery, alternative therapy (wrist braces, lumbar support) and alternative therapy (tooth fillings, pulled, partial denture). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, bipolar disorder, inflammatory bowel disease, fibromyalgia, depression, myalgia, muscle fatigue, anxiety, fatigue, carpal tunnel syndrome, restless legs syndrome, migraine, agoraphobia, dental caries, feeling abnormal, endometriosis, tooth loss, memory impairment, disturbance in attention, headache, musculoskeletal pain, neck pain, pain in extremity, arthralgia, back pain, pain, allergy to metals and contusion had not resolved and the endometrial ablation outcome was unknown. The reporter considered agoraphobia, allergy to metals, anxiety, arthralgia, back pain, bipolar disorder, carpal tunnel syndrome, contusion, dental caries, depression, disturbance in attention, endometrial ablation, endometriosis, fatigue, feeling abnormal, fibromyalgia, headache, inflammatory bowel disease, memory impairment, migraine, muscle fatigue, musculoskeletal pain, myalgia, neck pain, pain, pain in extremity, pelvic pain, restless legs syndrome and tooth loss to be related to essure. The reporter commented: patient did not retain the essure or any portion of it, after essure removed. Alleged symptoms or injuries did not resolve or decrease following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Essure confirmation test: dye test in (B)(6) 2008. Current weight as of (B)(6) 2017: 204 lb approximate weight at the time of essure placement: 140 lb (B)(6) 2008- unspecified test- patient tolerated the procedure well. Most recent follow-up information incorporated above includes: on 10-jul-2018: medical record received. Event endometrial ablation added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic and persistent pelvic pain/ persistent pelvic pain/ pain and suffering/ chronic pain'), endometrial ablation ('endometrial ablation'), bipolar disorder ('worsening of my bi-polar disorder'), inflammatory bowel disease ('ibs (inflammatory bowel syndrome)') and nephrolithiasis ('kidney stones') in a 23-year-old female patient who had essure (batch no. Unknown) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillotomy in (B)(6) 2013, cholecystectomy in (B)(6) 2012, endometrial ablation in (B)(6) 2009, gravida ii, parity 2 (live births: (B)(6) 2004 and (B)(6) 2007), endometritis, pelvic pain female, migraine, irritable bowel syndrome, cholelithiasis, dvt, bloating and ovarian cyst. Previously administered products included for an unreported indication: birth control pills/rtho tri-cyclen from 2004 to 2006. Concurrent conditions included fibromyalgia, bipolar disorder, menorrhagia, dysfunctional uterine bleeding, breast pain, vaginal infection, vaginal odor and paratubal cyst. Concomitant products included lorazepam (ativan) for anxiety, aripiprazole (abilify), lithium, quetiapine fumarate (seroquel) and ziprasidone for bipolar disorder, famotidine for chest pain, fluoxetine hydrochloride (prozac) for depression, duloxetine hydrochloride (cymbalta) and escitalopram oxalate (lexapro) for depression and fibromyalgia, magnesium, milnacipran hydrochloride and pregabalin (lyrica) for fibromyalgia, estradiol and estrogens conjugated (premarin) for menopausal symptoms, gabapentin (neurontin), hydrocodone bitartrate;paracetamol (lortab) and tramadol hydrochloride (ultram) for pain, clonazepam (klonopin) for pain nerve, ropinirole hydrochloride (requip) for restless leg syndrome, furosemide;potassium chloride (lasikal) and potassium for swelling nos and cyanocobalamin-tannin complex (b12) for vitamin b12 decreased. In 2008, the patient experienced contusion ("unexplained bruises"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), inflammatory bowel disease (seriousness criterion medically significant), fibromyalgia ("worsening of my fibromyalgia"), depression ("depression"), myalgia ("chronic and persistent muscular pain"), muscle fatigue ("chronic muscle fatigue"), anxiety ("anxiety/ mental anguish"), fatigue ("chronic fatigue"), carpal tunnel syndrome ("carpal tunnel in both hands"), restless legs syndrome ("restless legs syndrome"), migraine ("migraines"), agoraphobia ("agoraphobia"), dental caries ("dental decay"), feeling abnormal ("brain fog"), endometriosis ("endometriosis"), headache ("head pain"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain"), pain in extremity ("arms pain/ hands pain/ leg pain"), arthralgia ("elbows pain/ wrist pain/ knees pain/ ankles pain"), back pain ("back pain"), pain ("my whole body is in pain. I can only describe the pain as persistent, numbing, sharp, tingling") and allergy to metals ("hypersensitivity reaction to nickel or any other component of essure") with rash and blister. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced tooth loss ("tooth are falling out"), memory impairment ("hard time remembering"), disturbance in attention ("hard time concentrating/focusing"), thrombosis ("blood clot"), chest pain ("chest pain"), ventricular extrasystoles ("premature ventricular complex"), nephrolithiasis (seriousness criterion medically significant), biliary colic ("gallbladder pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (fallopian tube removal in (B)(6) 2014 and robotic-assisted total laparoscopic hysterectomy in (B)(6) 2014), tooth fillings, pulled, partial denture and wrist braces, lumbar support. Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, bipolar disorder, inflammatory bowel disease, fibromyalgia, depression, myalgia, muscle fatigue, anxiety, fatigue, carpal tunnel syndrome, restless legs syndrome, migraine, agoraphobia, dental caries, feeling abnormal, endometriosis, tooth loss, memory impairment, disturbance in attention, headache, musculoskeletal pain, neck pain, pain in extremity, arthralgia, back pain, pain, allergy to metals and contusion had not resolved and the endometrial ablation, thrombosis, chest pain, ventricular extrasystoles, nephrolithiasis, biliary colic and abdominal pain outcome was unknown. The reporter considered abdominal pain, agoraphobia, allergy to metals, anxiety, arthralgia, back pain, biliary colic, bipolar disorder, carpal tunnel syndrome, chest pain, contusion, dental caries, depression, disturbance in attention, endometrial ablation, endometriosis, fatigue, feeling abnormal, fibromyalgia, headache, inflammatory bowel disease, memory impairment, migraine, muscle fatigue, musculoskeletal pain, myalgia, neck pain, nephrolithiasis, pain, pain in extremity, pelvic pain, restless legs syndrome, thrombosis, tooth loss and ventricular extrasystoles to be related to essure. The reporter commented: patient did not retain the essure or any portion of it, after essure removed. Alleged symptoms or injuries did not resolve or decrease following essure removal. It was reported that about 3 trailing coils were seen trailing on either side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Essure confirmation test: dye test in (B)(6) 2008. Current weight as of (B)(6) 2017: 204 lb. Approximate weight at the time of essure placement: 140 lb. On (B)(6) 2008- unspecified test- patient tolerated the procedure well. Most recent follow-up information incorporated above includes: on 26-nov-2019: plaintiff fact sheet and medical records were received. Events per pfs: blood clot, chest pain, premature ventricular complex, kidney stones, gallbladder pain and abdominal pain. Medical history and concurrent condition were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic and persistent pelvic pain/ persistent pelvic pain/ pain and suffering/ chronic pain'), endometrial ablation ('endometrial ablation') and nephrolithiasis ('kidney stones') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillotomy in (B)(6) 2013, cholecystectomy in (B)(6) 2012, endometrial ablation in (B)(6) 2009, gravida ii, parity 2 (live births: (B)(6) 2004 and (B)(6)2007), endometritis, pelvic pain female, migraine, irritable bowel syndrome, cholelithiasis, dvt, bloating, follicular cyst of ovary, edema, weight gain, painful intercourse, hematuria, muscle pain, weakness, hyperglyceridemia, kidney stone, bladder infection, swelling of feet, neck pain, back pain, pneumonia and anemia. Essure confirmation test: dye test: (B)(6) 2008, result: unknown. Previously administered products included for an unreported indication: birth control pills/rtho tri-cyclen from 2004 to 2006. Concurrent conditions included fibromyalgia, bipolar disorder, menorrhagia, dysfunctional uterine bleeding, breast pain, vaginal infection, vaginal odor, paratubal cyst, depression, anxiety, muscular dystrophy, dysmenorrhea, numbness, insomnia, menorrhagia, sore throat, disability, joint pain, swelling of limbs, osteoarthritis, spinal column injury, chest pain, cough, anemias due to disorders of glutathione metabolism, tobacco user, myalgia, malaise, disturbance of skin sensation, heat intolerance, hyperglycemia, flank pain and muscle tightness. Concomitant products included lorazepam (ativan) for anxiety, aripiprazole (abilify), lithium, quetiapine fumarate (seroquel) and ziprasidone for bipolar disorder, famotidine for chest pain, fluoxetine hydrochloride (prozac) for depression, duloxetine hydrochloride (cymbalta) and escitalopram oxalate (lexapro) for depression and fibromyalgia, magnesium, milnacipran hydrochloride and pregabalin (lyrica) for fibromyalgia, estradiol and estrogens conjugated (premarin) for menopausal symptoms, gabapentin (neurontin), hydrocodone bitartrate;paracetamol (lortab) and tramadol hydrochloride (ultram) for pain, clonazepam (klonopin) for pain nerve, ropinirole hydrochloride (requip) for restless leg syndrome, furosemide;potassium chloride (lasikal) and potassium for swelling nos and cyanocobalamin-tannin complex (b12) for vitamin b12 decreased. In 2008, the patient experienced contusion ("unexplained bruises"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder ("worsening of my bi-polar disorder"), inflammatory bowel disease ("ibs (inflammatory bowel syndrome)"), fibromyalgia ("worsening of my fibromyalgia"), depression ("depression"), myalgia ("chronic and persistent muscular pain"), muscle fatigue ("chronic muscle fatigue"), anxiety ("anxiety/ mental anguish"), fatigue ("chronic fatigue"), carpal tunnel syndrome ("carpal tunnel in both hands"), restless legs syndrome ("restless legs syndrome"), migraine ("migraines"), agoraphobia ("agoraphobia"), dental caries ("dental decay"), feeling abnormal ("brain fog"), endometriosis ("endometriosis"), headache ("head pain"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain"), pain in extremity ("arms pain/ hands pain/ leg pain"), arthralgia ("elbows pain/ wrist pain/ knees pain/ ankles pain"), back pain ("back pain"), pain ("my whole body is in pain. I can only describe the pain as persistent, numbing, sharp, tingling") and allergy to metals ("hypersensitivity reaction to nickel or any other component of essure") with rash and blister. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced tooth loss ("tooth are falling out"), memory impairment ("hard time remembering"), disturbance in attention ("hard time concentrating/focusing"), thrombosis ("blood clot"), chest pain ("chest pain"), ventricular extrasystoles ("premature ventricular complex"), nephrolithiasis (seriousness criterion medically significant), biliary colic ("gallbladder pain"), abdominal pain ("abdominal pain"), menopause ("menopause") and swelling ("swelling"). The patient was treated with surgery (fallopian tube removal in (B)(6) 2014 and robotic-assisted total laparoscopic hysterectomy in (B)(6) 2014), tooth fillings, pulled, partial denture and wrist braces, lumbar support. Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain and swelling was resolving, the endometrial ablation, thrombosis, chest pain, ventricular extrasystoles, nephrolithiasis, biliary colic, abdominal pain and menopause outcome was unknown and the bipolar disorder, inflammatory bowel disease, fibromyalgia, depression, myalgia, muscle fatigue, anxiety, fatigue, carpal tunnel syndrome, restless legs syndrome, migraine, agoraphobia, dental caries, feeling abnormal, endometriosis, tooth loss, memory impairment, disturbance in attention, headache, musculoskeletal pain, neck pain, pain in extremity, arthralgia, back pain, pain, allergy to metals and contusion had not resolved. The reporter considered abdominal pain, agoraphobia, allergy to metals, anxiety, arthralgia, back pain, biliary colic, bipolar disorder, carpal tunnel syndrome, chest pain, contusion, dental caries, depression, disturbance in attention, endometrial ablation, endometriosis, fatigue, feeling abnormal, fibromyalgia, headache, inflammatory bowel disease, memory impairment, menopause, migraine, muscle fatigue, musculoskeletal pain, myalgia, neck pain, nephrolithiasis, pain, pain in extremity, pelvic pain, restless legs syndrome, swelling, thrombosis, tooth loss and ventricular extrasystoles to be related to essure. The reporter commented: patient did not retain the essure or any portion of it, after essure removed. Alleged symptoms or injuries did not resolve or decrease following essure removal. It was reported that about 3 trailing coils were seen trailing on either side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Essure confirmation test: dye test in (B)(6) 2008. Current weight as of (B)(6) 2017: 204 lb approximate weight at the time of essure placement: 140 lb (B)(6) 2008- unspecified test- patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: fibromyalgia, bipolar disorder, rash, anxiety, depression, arthralgia, pelvic pain,endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic and persistent pelvic pain/ persistent pelvic pain/ pain and suffering/ chronic pain'), endometrial ablation ('endometrial ablation') and nephrolithiasis ('kidney stones') in a 23-year-old female patient who had essure (batch no. Unknown) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillotomy in (B)(6) 2013, cholecystectomy in (B)(6) 2012, endometrial ablation in (B)(6) 2009, gravida ii, parity 2 (live births: (B)(6) 2004 and (B)(6) 2007), endometritis, pelvic pain female, migraine, irritable bowel syndrome, cholelithiasis, dvt, bloating, follicular cyst of ovary, edema, weight gain, painful intercourse, hematuria, muscle pain, weakness, hyperglyceridemia, kidney stone, bladder infection, swelling of feet, neck pain, back pain, pneumonia and anemia. Essure confirmation test: dye test: (B)(6) 2008, result: unknown. Previously administered products included for an unreported indication: birth control pills/rtho tri-cyclen from 2004 to 2006. Concurrent conditions included fibromyalgia, bipolar disorder, menorrhagia, dysfunctional uterine bleeding, breast pain, vaginal infection, vaginal odor, paratubal cyst, depression, anxiety, muscular dystrophy, dysmenorrhea, numbness, insomnia, menorrhagia, sore throat, disability, joint pain, swelling of limbs, osteoarthritis, spinal column injury, chest pain, cough, anemias due to disorders of glutathione metabolism, tobacco user, myalgia, malaise, disturbance of skin sensation, heat intolerance, hyperglycemia, flank pain and muscle tightness. Concomitant products included lorazepam (ativan) for anxiety, aripiprazole (abilify), lithium, quetiapine fumarate (seroquel) and ziprasidone for bipolar disorder, famotidine for chest pain, fluoxetine hydrochloride (prozac) for depression, duloxetine hydrochloride (cymbalta) and escitalopram oxalate (lexapro) for depression and fibromyalgia, magnesium, milnacipran hydrochloride and pregabalin (lyrica) for fibromyalgia, estradiol and estrogens conjugated (premarin) for menopausal symptoms, gabapentin (neurontin), hydrocodone bitartrate; paracetamol (lortab) and tramadol hydrochloride (ultram) for pain, clonazepam (klonopin) for pain nerve, ropinirole hydrochloride (requip) for restless leg syndrome, furosemide;potassium chloride (lasikal) and potassium for swelling nos and cyanocobalamin-tannin complex (b12) for vitamin b12 decreased. In 2008, the patient experienced contusion ("unexplained bruises"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder ("worsening of my bi-polar disorder"), inflammatory bowel disease ("ibs (inflammatory bowel syndrome)"), fibromyalgia ("worsening of my fibromyalgia"), depression ("depression"), myalgia ("chronic and persistent muscular pain"), muscle fatigue ("chronic muscle fatigue"), anxiety ("anxiety/ mental anguish"), fatigue ("chronic fatigue"), carpal tunnel syndrome ("carpal tunnel in both hands"), restless legs syndrome ("restless legs syndrome"), migraine ("migraines"), agoraphobia ("agoraphobia"), dental caries ("dental decay"), feeling abnormal ("brain fog"), endometriosis ("endometriosis"), headache ("head pain"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain"), pain in extremity ("arms pain/ hands pain/ leg pain"), arthralgia ("elbows pain/ wrist pain/ knees pain/ ankles pain"), back pain ("back pain"), pain ("my whole body is in pain. I can only describe the pain as persistent, numbing, sharp, tingling") and allergy to metals ("hypersensitivity reaction to nickel or any other component of essure") with rash and blister. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced tooth loss ("tooth are falling out"), memory impairment ("hard time remembering"), disturbance in attention ("hard time concentrating/focusing"), thrombosis ("blood clot"), chest pain ("chest pain"), ventricular extrasystoles ("premature ventricular complex"), nephrolithiasis (seriousness criterion medically significant), biliary colic ("gallbladder pain"), abdominal pain ("abdominal pain"), menopause ("menopause") and swelling ("swelling"). The patient was treated with surgery (fallopian tube removal in (B)(6) 2014 and robotic-assisted total laparoscopic hysterectomy in (B)(6) 2014), tooth fillings, pulled, partial denture and wrist braces, lumbar support. Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain and swelling was resolving, the endometrial ablation, thrombosis, chest pain, ventricular extrasystoles, nephrolithiasis, biliary colic, abdominal pain and menopause outcome was unknown and the bipolar disorder, inflammatory bowel disease, fibromyalgia, depression, myalgia, muscle fatigue, anxiety, fatigue, carpal tunnel syndrome, restless legs syndrome, migraine, agoraphobia, dental caries, feeling abnormal, endometriosis, tooth loss, memory impairment, disturbance in attention, headache, musculoskeletal pain, neck pain, pain in extremity, arthralgia, back pain, pain, allergy to metals and contusion had not resolved. The reporter considered abdominal pain, agoraphobia, allergy to metals, anxiety, arthralgia, back pain, biliary colic, bipolar disorder, carpal tunnel syndrome, chest pain, contusion, dental caries, depression, disturbance in attention, endometrial ablation, endometriosis, fatigue, feeling abnormal, fibromyalgia, headache, inflammatory bowel disease, memory impairment, menopause, migraine, muscle fatigue, musculoskeletal pain, myalgia, neck pain, nephrolithiasis, pain, pain in extremity, pelvic pain, restless legs syndrome, swelling, thrombosis, tooth loss and ventricular extrasystoles to be related to essure. The reporter commented: patient did not retain the essure or any portion of it, after essure removed. Alleged symptoms or injuries did not resolve or decrease following essure removal. It was reported that about 3 trailing coils were seen trailing on either side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Essure confirmation test: dye test in (B)(6) 2008. Current weight as of (B)(6) 2017: 204 lb approximate weight at the time of essure placement: 140 lb. (B)(6) 2008- unspecified test- patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: fibromyalgia, bipolar disorder, rash, anxiety, depression, arthralgia, pelvic pain,endometriosis. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received: events: menopause, swelling were added. Reporters, demographics were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and persistent pelvic pain/ persistent pelvic pain/ pain and suffering/ chronic pain"), bipolar disorder ("worsening of my bi-polar disorder") and inflammatory bowel disease ("ibs (inflammatory bowel syndrome)") in a (B)(6) female patient who had essure (batch no. Unknown) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation in (B)(6) 2009, cholecystectomy in (B)(6) 2012, tonsillotomy in (B)(6) 2013, gravida ii and parity 2 (live births: (B)(6)). Previously administered products included for an unreported indication: birth control pills/rtho tri-cyclen from 2004 to 2006. Concurrent conditions included fibromyalgia and bipolar disorder. Concomitant products included lorazepam (ativan) for anxiety, aripiprazole (abilify), lithium, quetiapine (seroquel) and ziprasidone hydrochloride (geodon) for bipolar disorder, famotidine (pepcid) for chest pain, fluoxetine hydrochloride (prozac) for depression, duloxetine hydrochloride (cymbalta) and escitalopram oxalate (lexapro) for depression and fibromyalgia, magnesium, milnacipran hydrochloride and pregabalin (lyrica) for fibromyalgia, estradiol and estrogens conjugated (premarin) for menopausal symptoms, gabapentin (neurontin), tramadol hydrochloride (ultram) and vicodin (lortab) for pain, clonazepam (klonopin) for pain nerve, ropinirole hydrochloride (requip) for restless leg syndrome, lasix-k (lasikal) and potassium for swelling nos and cyanocobalamin-tannin complex (b12) for vitamin b12 decreased. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced contusion ("unexplained bruises"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), inflammatory bowel disease (seriousness criterion medically significant), fibromyalgia ("worsening of my fibromyalgia"), depression ("depression"), myalgia ("chronic and persistent muscular pain"), muscle fatigue ("chronic muscle fatigue"), anxiety ("anxiety/ mental anguish"), fatigue ("chronic fatigue"), carpal tunnel syndrome ("carpal tunnel in both hands"), restless legs syndrome ("restless legs syndrome"), migraine ("migraines"), agoraphobia ("agoraphobia"), dental caries ("dental decay"), feeling abnormal ("brain fog"), endometriosis ("endometriosis"), headache ("head pain"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain"), pain in extremity ("arms pain/ hands pain/ leg pain"), arthralgia ("elbows pain/ wrist pain/ knees pain/ ankles pain"), back pain ("back pain"), pain ("my whole body is in pain. I can only describe the pain as persistent, numbing, sharp, tingling") and allergy to metals ("hypersensitivity reaction to nickel or any other component of essure") with rash and blister. On an unknown date, the patient experienced tooth loss ("tooth are falling out"), memory impairment ("hard time remembering") and disturbance in attention ("hard time concentrating/focusing"). The patient was treated with surgery (fallopian tube removal in (B)(6) 2014 and hysterectomy in (B)(6) 2014), alternative therapy (wrist braces, lumbar support) and alternative therapy (tooth fillings, pulled, partial denture). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, bipolar disorder, inflammatory bowel disease, fibromyalgia, depression, myalgia, muscle fatigue, anxiety, fatigue, carpal tunnel syndrome, restless legs syndrome, migraine, agoraphobia, dental caries, feeling abnormal, endometriosis, tooth loss, memory impairment, disturbance in attention, headache, musculoskeletal pain, neck pain, pain in extremity, arthralgia, back pain, pain, allergy to metals and contusion had not resolved. The reporter considered agoraphobia, allergy to metals, anxiety, arthralgia, back pain, bipolar disorder, carpal tunnel syndrome, contusion, dental caries, depression, disturbance in attention, endometriosis, fatigue, feeling abnormal, fibromyalgia, headache, inflammatory bowel disease, memory impairment, migraine, muscle fatigue, musculoskeletal pain, myalgia, neck pain, pain, pain in extremity, pelvic pain, restless legs syndrome and tooth loss to be related to essure. The reporter commented: patient did not retain the essure or any portion of it, after essure removed. Alleged symptoms or injuries did not resolve or decrease following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Essure confirmation test: dye test in (B)(6) 2008. Current weight as of (B)(6) 2017: (B)(6). Approximate weight at the time of essure placement: (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet received. Reporter information updated. Patient demographic information, relevant history and lab data added. Essure indication, stop date (B)(6) 2014 added and start date updated from (B)(6) 2008. Event severe and permanent injuries was replaced with events chronic and persistent pelvic pain/ persistent pelvic pain/ pain and suffering/ chronic pain, worsening of my fibromyalgia, worsening of my bi-polar disorder, depression, chronic and persistent muscular pain, chronic muscle fatigue, anxiety/ mental anguish, chronic fatigue, carpal tunnel in both hands, restless legs syndrome, ibs (inflammatory bowel syndrome), migraines, agoraphobia, dental decay, brain fog, endometriosis, tooth are falling out, hard time remembering, hard time concentrating/focusing, head pain, shoulder pain, neck pain, arms pain/ hands pain/ leg pain, elbows pain/ wrist pain/ knees pain/ ankles pain, back pain, my whole body is in pain. I can only describe the pain as persistent, numbing, sharp, tingling, unexplained bruises, hypersensitivity reaction to nickel or any other component of essure with rashes/ rashes on my face and blisters/ blisters on my hands. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.